Manufacturer narrative:
Additional information: h6: type of investigation: additional information h11: a review of the event history log was performed for the reported event date and identified an infusion of amiodarone. The user programmed a volume to be infused (vtbi) of 250ml and loaded the set. Then programmed step 1 of a multistep infusion with a dose of 1mg/min and step 2 with a dose of 1mg/min and step 3 with vtbi of 250ml. The user then pressed run and confirmed flow at 15:02. There was a single battery low! Alarm at 16:02 but the device continued to run. The user stopped the infusion at 17:07 with a vtbi of 180ml and given volume of 69.8 ml which is correct based on calculation of the infusion. The user unloaded the set and reloaded the set at 17:09 and continued the infusion. At 17:10 the user stopped the infusion with a vtbi of 180ml and pump calculated given volume of 70.1ml which is correct calculation. The user started and stopped the pump again and then cleared the program and programmed a new continuous infusion of amiodarone (450 mg/250 ml) and confirmed flow. At 17:12 the user stopped the infusion and cleared the program and the infusion was not restarted. The event history log does not show any abnormalities that might have contributed to the reported issue of over infusion. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Preventive maintenance testing was performed onsite at the user facility by baxter technical support staff with (new) IV tubing set (product code: 2r8480 / non-dehp) with passing results for two runs: 40ml/hr with a volume to be infused of 20ml. Run 1 output was 20.9ml (pass), run 2 output was 20.9ml (pass). A third run was performed using the type of set used during the reported event (product code: 2r8480 / non-dehp) with an output of 19.9ml (pass). A video was taken by facility staff only showing the drip chamber likely during the loading bolus. An additional video was taken by baxter staff during the testing that shows higher rate drops in the drip chamber during a drug/loading dose of a rate of 618ml/hr. During simulated drug delivery at a rate of 33.3ml/hr. There is a slower drip rate observed in the drip chamber. The actual set used during the event along with the infusion pump was retained by the facility and will be returned to baxter for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump infused amiodarone at a significantly accelerated rate, which did not align with the programmed dosage. A clearlink, non-dehp solution set was used to administer the medication. It was alleged the patient subsequently passed away. This occurred in the critical intensive care unit (cicu). The pump was programmed to infuse amiodarone (450mg, 1.8mg/ml) at a rate of 33.33ml/hr or 1mg/min for a volume to be infused of 250ml at room temperature. The amiodarone bag size was 250ml. The infusion was supposed to last 7.5 hours but infused in less than 3 hours on the first bag and less than 2 hours on the second bag. The clearlink set was in use for 2 hours with no IV set add-on components used. The administration set upstream of the pump did not appear collapsed or deformed. It was further reported that there were other infusion systems connected at the same access point, however no specific information was provided. It was not reported if any life sustaining treatment was provided or if an autopsy was performed. The cause of death was not provided. No further information is expected regarding patient¿s medical condition, past medical history, or cause of death, including autopsy results.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow rate accuracy for 3 runs at 33ml/hr for 60 minutes with a volume to be infused (vtbi) of 33ml. The resulting error percentages were 3.184%, 3.236% and 3% respectively which are all within intended range (5% maximum error percentage). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.